Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the ac power inlet was burned. The investigation is ongoing and the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report of the front panel blinks when the power is turned on and the narrow band imaging feature was switching slow. Upon inspection and testing of the returned device, a power unit malfunction was found. This report is submitted due to the power unit malfunction. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 31-jan-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the inlet was scorched. It did not identify the factors that caused the phenomenon. Other inspection findings: the front panel was blinking when the power was turned (estimated to have been caused by the malfunction of the mesh turret; slow nbi switching (estimated to have been caused by the malfunction of the filter turret); l/g connector - wear hard; and light filter coat was off. Olympus will continue to monitor field performance for this device.